Event description:
It was reported the patient's blood glucose rose between 14 and 17 mmol/l (252- 306 mg/dl). The pod was worn on the patient's arm for between 4 and 24 hours. As treatment, a new pod was applied.

Manufacturer narrative:
The soft cannula was observed to be bent. It is unknown how or when this damage to the soft cannula occurred. The damage did not affect the ability to deliver insulin. The downloaded data does not show any timeouts or drive stalls. Inspection of the data showed an 0x1c alarm, which occurred at the 80 hour mark, indicating that the limit to which the device can be operating in time has been reached. This is a safety feature and does not indicate a failure of the device.. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.